Manufacturer narrative:
The display was blank due to a problem isolated to the interface board.

Event description:
It was reported that the insulin pump emitted a constant tone. Nothing further was reported.